Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e116 was likely due to dust in the cpu fan causing it to stop. However, because the subject device was not returned the reported event could not be confirmed and the root cause could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a diagnostic procedure, the visera 4k uhd camera control unit exhibited communication error e116. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the power was cycled a few times and the device run for a bit but then the error returned. It was noted, the biomed department blew air to the device and removed a lot of dust, run the unit for a full day and could not reproduce the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.